Event description:
Health professional reported in the article ¿a retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling¿ that 19 patients were injected with juvéderm volbella® xc and seven patients with juvéderm® vollure¿ xc experienced swelling. One patient injected with juvéderm volbella® xc experienced ¿granulomas¿ that resolved completely without further adverse events once they were injected with hyaluronidase. Biopsy was not provided.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification to implant date: 447 patients who underwent 706 infraorbital hyaluronic acid filler treatments from (B)(6) 2013 to (B)(6) 2020 by a single injector. Article citation: siperstein, robyn. Et al. "A retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling." J clin aesthet dermatol. 2022 apr;15(4):13-19. A request for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, the healthcare professional reported injecting the patient under the eyes with 1 cc of juvéderm volbella® xc. The patient was pre-treated with blt (20%, 10%, 6%) and was given ice post-treatment. Adverse event occurred three months post-injection at the injection site. The patient was treated with hylenex .2 cc/5-fu 0.4/lidocaine with epi 0.1cc 6 days later, again 4 days later, again a month later, again half a month later, and once more 13 days later. The event resolved the following month.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported in the article ¿a retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling¿ that 19 patients were injected with juvéderm volbella® xc and seven patients with juvéderm® vollure¿ xc experienced swelling. One patient injected with juvéderm volbella® xc experienced ¿granulomas¿ that resolved completely without further adverse events once they were injected with hyaluronidase. Biopsy was not provided.

Event description:
Additionally, in the article "a retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling" also noted patient was injected into the tear troughs and mixing low-dose triamcinolone with juvéderm® (off-label usage). This is the same article reported under MDR ID#: 3005113652-2022-00287 (allergan complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Additional, changed, and/or corrected data.